Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, and customer planned to independently reset pump at home when charger was available and to call back if issue continued, with no additional information received regarding outcome of event.